Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent shock impedances of greater than 125 ohms. The shock impedances were normally in the 90 ohms range with intermittent increases. Technical services (ts) discussed troubleshooting options, but the physician wished to continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.